Event description:
A 2.5mm diameter x 12mm length endeavor rx drug-eluting coronary stent was deployed in a patient with sub acute myocardial infarction to treat a thrombotic lesion in the lad # 13. The procedure was completed with no issues. Four days post implant, the patient experienced chest pain; additional pci was performed, a thrombus was aspirated and poba was performed. Three anti-platelet medications were also prescribed. The patient is reported to be recovering and no other sequelae were reported. Although the patient was administered 3 anti-platelet medications (panaldine, asa and plavix) during the stay in hospital, the physician commented that plavix may have not been effective to the patient; however, this cannot be confirmed. The device was not identified as the root cause of the event. Given that use of this device is contraindicated for patient's with thrombosis and mi, the root cause of this event is most likely related to the patient's condition and is an inherent risk of a pci procedure.

Manufacturer narrative:
Evaluation codes, results: stent thrombosis. The use of this device is contraindicated for patients with thrombosis and mi. Conclusion: thrombotic total occlusion.